Event description:
Baxter mini-bag plus system was snapped -activated- by nurse to allow diluent to flow into the cefazolin powder. Fluid would not enter the vial after multiple attempts. Was not given to the pt. Obtained another bag and gave to pt correctly. Dates of use: (B)(6) 2010. Diagnosis or reason for use: peri-operative antibiotic.